Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg customer states that there is bubbles in gel. The following information was provided by the initial reporter. The customer stated: bubbles in the gel of some of the 362795 tubes

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg customer states that there is bubbles in gel. The following information was provided by the initial reporter. The customer stated: bubbles in the gel of some of the 362795 tubes.

Manufacturer narrative:
H.6 investigation summary: bd received 13 samples and no photos for investigation. The samples were inspected and gel air bubbles was observed. Additionally, retention samples from bd inventory were visually inspected with no gel air bubbles observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the customer returned samples. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 21-nov-2023.